Event description:
During evaluation of a returned homechoice machine, one increased intra-peritoneal volume (iipv) event was identified which occurred in the therapy initiated on (B)(6) 2012 21:59:03. During night drain cycle three, the patient's ultrafiltration reading was 2329ml, indicating the home patient (hp) drained 2329ml more than their maximum programmed fill volume of 2000ml. This information meets iipv criteria. No additional information is available.

Manufacturer narrative:
(B)(4). The device has been received, and the evaluation is in process. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.

Manufacturer narrative:
(B)(4). Evaluation: the device was returned to baxter, and the evaluation is complete. This complaint is an ancillary service event. An iipv is any therapy in which the patient volume exceeds 160% of the maximum prescribed cycle fill volume, as defined in the (B)(4) clinical hazards list. Review of the event log revealed that cycle 3 received a partial fill. The cycle 3 drain was completed on (B)(6) 2012 at 2:47:23, and the user's actual drain volume during cycle 3 was 2327 ml. The actual drain volume of 2327 ml is 116.4% of the largest prescribed fill volume (lpfv) of 2000 ml; therefore, this incident does not meet iipv criteria. If any additional information is received, a follow-up will be sent.